Manufacturer narrative:
Additional information was received that patient was doing well after getting a trigger point injection and there will be no further course of action.

Event description:
A report was received that the patient was experiencing pain at the lead site. It was believed that the anchor was causing pain. The patient will have a trigger point injection at the lead site.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2317-70, serial #: (B)(4), description: infinion cx 70 cm lead.

Event description:
A report was received that the patient was experiencing pain at the lead site. It was believed that the anchor was causing pain. The patient will have a trigger point injection at the lead site.

Manufacturer narrative:
(B)(4) additional suspect medical device component involved in the event: model#: sc-2317-70 serial #: (B)(4) description: infinion cx 70 cm lead.

Event description:
A report was received that the patient was experiencing pain at the lead site. It was believed that the anchor was causing pain. The patient will have a trigger point injection at the lead site.